Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Frequency: intravenously daily for 3 days every 5 weeks. Unsolicited: home health nurse who reports patients curlin pump is currently reading "alarm up occlusion". Nurse has already inspected, and replaced the tubing, confirmed no kinks or damped tubing. Alarm cleared, infusion resumed and then alarm up occlusion sounded again shortly later. This keeps occurring. Nurse stated there is about 1 hour left of the infusion. She is going to keep trying to clear the alarm and resume the infusion, repeating process until infusion is complete. Nurse confirmed at this time no missed dose, patient has had no adverse event(s) or side effects from pump issue. The faulty pump is available for return. Pharmacy replacing. Setting up for overnight delivery for tomorrow with day 3 final of infusion. Serial number: (B)(6); maintenance due: 03-18-2025. No further info. Reported to (B)(6) by: health professional.